Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for hba1c on a cobas c 513 analyzer. The initial result was 6.54%. This result was reported outside of the laboratory where it was questioned by the physician based on the patient¿s previous results. On (B)(6) 2023 a new sample was obtained and the hba1c result was 5.43%. The customer repeated the original sample and the result was 5.48%. The lower results were believed to be correct. Due to the discrepant results for this 1 patient, the customer repeated 62 patient samples that had been run on (B)(6) 2023 around the same time and all results for these patient samples were reproducible. On (B)(6) 2023 the field service engineer (fse) and the field application specialist (fas) visited the customer site. A probe was replaced. The fse performed cleaning/decontamination procedures for the sample and reagent probes. A valve and the vacuum tank pipes were cleaned. Monthly, weekly, and daily maintenance procedures were completed including replacing the lamp and reaction cells. Calibration and qc were acceptable. The customer performed a new patient sample comparison with 10 patient samples and the results were reproducible. Following these activities, the customer complained of discrepant results for 2 additional patient samples. On (B)(6) 2023 sample #347051425208 initial result was 9.17%. On (B)(6) 2023 the repeat result was 5.89%. On (B)(6) 2023 sample #177044802903 initial result was 12.44%. On (B)(6) 2023 the repeat result was 8.11%. The repeat results were believed to be correct. The questionable high results for these 2 additional patient samples were not reported outside of the laboratory.

Manufacturer narrative:
The hba1c reagent lot number was 665197 with an expiration date of 29-feb-2024. The investigation is ongoing.

Manufacturer narrative:
On (B)(6) 2023 the field service engineer (fse) replaced the diaphragm pump and a sample probe. An instrument check was performed on 03-oct-2023. On (B)(6) 2023 the fse observed a vacuum tank error. The fse replaced the vacuum tank assembly and 2 valves. On (B)(6) 2023 the customer ran approximately 500 patient samples in duplicate. All of the hba1c results were reproducible. On (B)(6)2023 the customer ran approximately 500 patient samples in duplicate. The hba1c results for 1 patient sample were discrepant: the initial result was 6.04%. The repeat result was 6.57%. On (B)(6)2023 the customer ran approximately 500 patient samples in duplicate. The hba1c results for 1 patient sample were discrepant: the initial result was 4.6%. The repeat result was 5.2%. The investigation is ongoing.

Manufacturer narrative:
On 16-oct-2023 the field service engineer (fse) performed troubleshooting and completed preventive service maintenance actions. The customer has had no further issues. The service actions resolved the issue.